Event description:
Additional information received reported the physician attempted to put a new percutaneous lead in, however case was aborted and the patient would be referred to a neurosurgeon for implantation of a paddle lead. An impedance test was done intra-op and it showed all but one electrode was out of range. The cause of the high impedances/zapping was not determined. The patient¿s outcome was noted to be ¿same as before.¿ no devices were reportedly explanted.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that the patient was having trouble with stimulation, so they ran impedances which were showing greater than 4,000 ohms for all combinations except for 0-1 which was 1395. It was noted that impedances were tested at higher voltages at 3.5 volts and pulse width of 450 was as follows: 0-1: 2354, 0-2: 3541, 0-3: 3541, 2-3: 2354, 4-5: 1400, 4-6: 2354, 4-7: 3486, 5-6: 1400, 5-7: 2354, 6-7: 2354 and all other combinations were greater than 4,000. It was noted that the patient experienced different pain that they had not felt before. It was noted that it felt like the connection in the back was ¿pulling or come loose¿ it was noted that the manufacturing representative stated that the connection was the trouble the patient was having with stimulation. It was noted that the patient did not feel stimulation at the connection site but it was like a ¿charlie horse pain.¿ it was noted that this pain is there when the device was on or off. It was noted that the patient kept stimulation low where they didn¿t feel it, but it felt like it was working. It was noted that when they turned stimulation on or off it bothered them after a little while but not too long after turning on or off. It was noted that the patient was not sure if stimulation was working on the day of report or not as the patient¿s arm had been hurting. It was noted that this started a few weeks prior to report. It was noted that there were no falls or trauma. It was noted that the patient was noted that when stimulation was up higher they felt like it ¿zapped¿ her when she turned her head one way or another. It was noted that the patient was currently programmed with program 1: 3-,4+,5- and program 2: 4-,5+,6+. It was noted that the current location of the implanted lead was unknown. Additional information received reported that impedance testing showed greater than 4,000 for all combinations except for 0-1 which was 1395. It was noted that the patient needed a replacement of the entire system. It was noted that the plan to get the patient scheduled for a replacement through the physician¿s office. It was noted that the therapy was turned off until the replacement could be done. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
No new information received. Additional information received reported that that the patient would have a replacement done on 2014-(B)(6).